Event description:
It was reported that there were gouges near the shaft of the monopolar curved scissors instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the gouges near the tip of the instrument. The instrument tube extension had pad printing removed. The instrument displayed scratches that removed material. This may have been due to contact with another instrument. Evidence not conclusive, but pad printing removed damage maybe due to likely mishandling/misuse. Additional observation not reported by site was that the instrument main tube had scratch marks/ abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damages was found on the instrument. The instruments and accessories user manual specifically states:general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The complaint is being reported due removal of pad printing and main tube had scratch marks/abrasions.